Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2016 with the following findings: a review of the pump¿s black box revealed evidence of a short battery life illustrated with 53 sudden voltage drop leading to a cs 128 alarm. The ez-prime steps were performed correctly and all currents readings were within specification. The ¿short battery life¿ complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked. There was moisture corrosion observed on the battery terminal. A leak test failed due to a battery compartment leak. The pump¿s cover was removed and there was no further moisture corrosion or any intermittent condition found on the printed circuit board.